Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during hospital course the patient develop acute episode of congestive heart failure (chf). Patient was treated with medication. Upon discharge, the acute episode of (chf) was determined to be resolved. It was noted that this event was related to the procedure.